Manufacturer narrative:
This report will be amended when out investigation is complete.

Event description:
I (B)(6), reported the patient was revised to address the glenosphere disassociating form the base plate. The glenosphere and morse taper of the base plate were inspected for damage and surrounding tissue was debrided. The glenosphere was then reimplanted onto the existing base plate.